Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were obtained.(B)(4).

Event description:
Account reports that a patient with anti-e did not react with vra142 cells 3 and 6. Reactivity was observed during the antibody screen. Account incubates typically for 15 minutes. Account did not try extending the incubation time to see if they could get 0.8% resolve panel a to react.